Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms and an arterial pressure alarm occurred during a routine hemodialysis treatment. Air was visible in the circuit. The operator disconnected the patient and entered recirculation mode to remove the air and recover from the alarms. The patient was then reconnected to the cartridge and a new saline bag was hung, resulting in an estimated blood loss of approximately 190cc in the disposed saline bag. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss event is attributed to the operator not performing rinseback of the blood in the saline bag. The alarms were attributed to issues with the patient's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.